Manufacturer narrative:
(B)(4). The 3.0x12 mm rx xience pro stent referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience pro everolimus eluting coronary stent system instructions for use. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal to mid left anterior descending (lad) artery with mild tortuosity, with 85-89% stenosis. Pre-dilatation was performed with an unspecified balloon catheter at 10 atmospheres and the lesion was well prepared. A 3.0x12 rx xience pro stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, slight force was applied and the stent was deployed in the mid lad. Then a 2.75x12 rx xience pro sds was advanced, resistance was felt with the patient anatomy, slight force was applied and the stent was deployed in the proximal lad. During post-dilatation, a side edge dissection was observed. Reportedly, the dissection occurred during deployment of the stents. In order to cover the dissection, another 2.75x12 rx xience pro stent was implanted. Timi iii flow was maintained and the patient was doing fine. No other events were noted. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.